Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.

Event description:
It was reported that during therapy, the manifold was cracked and begin to leak. This issue which resulted in critically ill and unstable decompensating, also BP drastically dropping and nearly coding for the patient, including possible exposure to the drug. The manifold was replaced and Epinephrine was administered to stabilize the patient. There was patient involvement and harm was reported.